Event description:
It was reported that the right ventricular (rv) lead was capped due to poor/variable ventricular sensing. During an implant attempt, a new rv lead was placed in ten different locations on the septum and the physician was unable to find a spot with acceptable sensing and pacing threshold. The lead was not used and another lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.